Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure-flow, pre-implantation and leak testing. No anomalies were observed. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it took several attempts before the valve would program properly. After attaching the valve to the patient's ventricular catheter, the valve would not allow cerebrospinal fluid (csf) to pass through. There were no patient symptoms or harm reported.